Event description:
It was reported that during the reprocessing of a permanent cautery hook instrument, the shaft was broken. There was also white build up internally within the shaft and box. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found both of the instruments proximal and distal clevises were broken. Failure analysis concluded the damage was likely due to mishandling / misuse. Failure analysis investigation also found the following damages to the instrument: the cautery tip had broken off entirely. The broken fragment was not returned with the instrument. The hook shank was broken at the distal most hole feature in the shank. Evidence not conclusive, but shank feature may fracture if excessive load is applied at distal end of the hook. Failure analysis concluded the damage was likely due to mishandling / misuse. The instrument levers were missing. Both levers were missing from the backend. The instrument ceramic sleeve was broken. The entire sleeve was missing. Failure analysis concluded it was likely the sleeve damage coincided with the breakage of the hook.